Event description:
This complaint is now reportable based on the analysis completed on (B)(4) 2012. It was reported that during the preparation for a stenting treatment procedure, the stent protector was stuck to the stent and could not be removed without damaging the stent. The procedure was completed with another same device. No patient complications were reported and the patient's status is okay. However, returned product analysis revealed that the distal tip was detached. This product is only ous approved but it is similar to an approved u.s. Device.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an omega stent delivery system (sds) received with no original packaging or other devices. The balloon was tightly folded with the stent secured on the balloon. The distal shaft had a wavy appearance. The distal tip was detached with the inner shaft protruding 5 mm from the distal end of the balloon. The inner shaft was kinked 20, 21, 27, 28 and 29 mm from the proximal end of the proximal bond. The inner shaft was also stretched 1.5 - 3 cm from the proximal end of the proximal bond with 2 mm of inner folded. The separation of the distal tip and stretching of the inner shaft caused the marker bands to shift distally. The distal shaft was twisted and necked-down near the guidewire exit notch. The distal outer was stretched 22 - 22.75 cm from the proximal end of the proximal bond. The midshaft was also twisted, kinked and necked-down. Inspection of the remainder of the device presented no other damage or irregularities. The absence of the product mandrel and stent protector limited the opportunity to confirm the reported event. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).